Manufacturer narrative:
(B)(4). The device was returned for further investigation. A visual inspection was performed which identified a damaged female connector. Leak testing was performed and identified a leak between the cap and female connecter, therefore allowing iodine to leak out from between cap and connector. Clear passage and clamp function tests were performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation and the evaluation is in process. Upon completion of the investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was discovered during evaluation of a returned transfer set that it was leaking. The device was returned due to excess iodine solution found on the transfer set. The patient¿s clothes were reported to have gotten iodine on them because there was too much iodine. Once the transfer set was changed, the patient was no longer experiencing this problem. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.